Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The mathematical differences of the tsh generated with the assays from roche diagnostics and the competitors relate to differences in the setups of the assays, the antibodies used, and differences of the standardization materials and procedures used.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys tsh assay results for three samples from one patient on a cobas 8000 e 801 module. The serial number was requested but was not provided. The samples were repeated on an architect analyzer. The sample from 26-oct-2020 was also tested on a centaur analyzer and then submitted for initial investigation on a cobas 8000 e 801 module. The customer reported out the results to a physician.